Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During preparation for the procedure, the physician noticed that the tip of the neuron 6f 070 delivery catheter was damaged. The device was not used in the procedure.

Manufacturer narrative:
Result: the distal tip of the neuron delivery catheter 070 is pinched approximately 1.5, 2.5, and 4.5 cm from the tip. Conclusion: the complaint has been evaluated. The complaint indicates that the distal tip of the neuron delivery catheter 070 was found damaged immediately after it was removed from the package. Evaluation of the returned device confirmed kinks in the distal tip of the catheter. This catheter is packaged in a shipping tube to protect the catheter shaft and tip from damage. The damaged sections appear to be pinched, which commonly occurs due to improper handling of the flexible tip of the catheter. In addition, the damage prevented the catheter from being inserted into the shipping tube. Therefore, this damage likely occurred after the catheter was removed from the packaging due to mishandling during preparation for use. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.